Event description:
The customer reported that the bearings did not run well and the device got hot. This is report 1 of 1 for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the bearings were corroded due to normal wear. Additionally, the functional testing revealed that the attachment got very hot and the tool could not be inserted. Device was inspected, and repaired by replacing a few components.